Manufacturer narrative:
Additional information provided in sections d.9. H.3. H.6. And h.11. The company representative was able to confirm the reported nitrogen line issue. To address this, nonconforming gas supply hose was replaced. The company representative was also able to confirm the reported laser and footswitch issues. To address these issues, the nonconforming interface printed circuit board (pcb) assembly was replaced. The company representative, however; was unable to confirm not replicate the reported infusion functionality issue. The infusion was found to have no problem. The system was then tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed. There were no contributing factors identified. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported nitrogen line issue is attributed to the nonconforming gas supply hose. The root cause of the reported laser and footswitch issue are attributed to the nonconforming interface printed circuit board (pcb) assembly. The infusion functionality was found to have no problem. Therefore, the root cause of the reported event relating to the infusion is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that ophthalmic console nitrogen regulator valve was damaged, and the hose was torn. The laser power on the operating console was fluctuated on its own, the laser pedal had not responded and failed to detect the light. The infusion was stopped and not delivered balanced saline solution automatically. The procedure details and patient impact were not reported. Additional information has been requested but none has been received till date.